Event description:
The consumer was taking a shower when the chair allegedly split in half. The consumer allegedly sustained a broken clavicle and chipped the bone in her right elbow.

Event description:
The consumer was taking a shower when the chair allegedly split in half. The consumer allegedly sustained a broken clavicle and chipped the bone in her right elbow.

Manufacturer narrative:
Serious injury alleged. Serial number was not provided so manufacturer of the product is unknown. Consumer allegedly chipped the bone in her right elbow and cracked her clavicle. Malfunction is alleged. Allegedly, the consumer sat down on the shower chair, and the chair split in half. The consumer is a (B)(6) female. The consumer's weight is (B)(6)and her height is (B)(6). The consumer's medical condition and stability for using the chair are unknown. The consumer's medication regimen is unknown. The environmental conditions and set up of the chair in the shower are unknown. The age and condition of the chair are unknown.

Manufacturer narrative:
Serious injury alleged. Serial number was not provided, so manufacturer of the product is unknown. Consumer allegedly chipped the bone in her right elbow and cracked her clavicle. Malfunction is alleged. Allegedly, the consumer sat down on the shower chair, and the chair split in half. The consumer is a (B)(6) female. The consumer's weight is (B)(6) pounds and her height is (B)(6). The consumer's medical condition and stability for using the chair are unknown. The consumer's medication regimen is unknown. The environmental conditions and set up of the chair in the shower are unknown. The age and condition of the chair are unknown. Update (B)(6) 2011: photos were taken by a legal representative of invacare. A visual inspection of the photos show that the rubber foot is missing from the front right leg. A single missing rubber foot can cause instability with the seat. The following warnings are found in the owners manual part (B)(4) located on the public invacare website. All (B)(4) leg tips must be in contact with shower/tub floor at all times. Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use the shower chair if it is wobbly or unstable. The shower chair legs have suction feet. Check the suction feet for rips, tears, cracks or wear. If any of these conditions exist, replace them immediately.